Event description:
Information was received from healthcare provider (HCP) via a manufacturer representative regarding a patient undergoing Spinal ther apy. It was reported that the cage was inserted as per procedural guidance but when trying to expand it into the body with the help of inserter driver, the surgeon heard a click sound which confirmed an incident. On further checking, it was found that the cage did not expand completely but driver tip got broken. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional Information received stated that the procedure being conducted was Transforaminal Lumbar Interbody fusion done in which Catalyft implant needs to be used. It was stated that the hand feel of the driver while rotating it to expand the cage was different to how it usually feels while rotating. It was also stated that the driver tip got stuck in the cage was also a Medtronic product. The tip got stuck in the cage which was later removed. No further complications were reported regarding this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.